Event description:
A report was received that the patient was experiencing loss of stimulation. High impedances were noted and scs malfunction was suspected. The patient underwent a revision procedure where in it was discovered that the leads were fractured. The leads and splitters were replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Manufacturer narrative:
Additional information was received that the physician said that the silicone broke outside of the patient's body and nothing was left inside.

Event description:
A report was received that the patient was experiencing loss of stimulation. High impedances were noted and scs malfunction was suspected. The patient underwent a revision procedure wherein it was discovered that the leads were fractured. The leads and splitters were replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-4316, lot #: 17528389, description: next generation anchor kit-sterile, sc-2316-50, sn (B)(4): device evaluation indicated that the complaint had been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all of the cables were completely broken at the bent/kinked location of the lead, approximately 24 cm from the distal end. The bent/kinked location was 1 cm from the set screw mark of the clik anchor. There were no exposed cables at the fracture locations. Sc-2316-50 sn (B)(4): device evaluation indicated that the complaint had been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all of the cables were completely broken at the bent/kinked location of the lead, approximately 24 cm from the distal end. The bent/kinked location was 1 cm from the set screw mark of the clik anchor. The cables were exposed at the fracture site. Sc-3400-30 sn (B)(4): device evaluation indicated that the complaint was not verified. A test infinion lead was inserted into the splitter connector without any anomalies. Device exhibited normal device characteristics. Sc-4316, lot#: 17528389, device evaluation indicated that visual inspection found that one of the clik anchors had torn eyelets, and a small piece of silicone was not returned. The other clik anchor exhibited normal characteristics.

Event description:
A report was received that the patient was experiencing loss of stimulation. High impedances were noted and scs malfunction was suspected. The patient underwent a revision procedure wherein it was discovered that the leads were fractured. The leads and splitters were replaced. The patient was doing well postoperatively.